Event description:
Per the audiologist's report, she determined in 2007 that the magnet of the internal device had moved out of the magnet pocket. It was reported that the patient had a "few bumps" to his head prior to this time. Revision surgery to replace the magnet was done on six days later. The patient has resumed use of the device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.